Event description:
Balloon rupture, took place after balloon was tested, prepared and placed into the cs. Ruptured late in the case and since it was an avr there was no plan to deliver antegrade cardioplegia after initial arrest. They were dependent on retrograde delivery from the ep.

Manufacturer narrative:
On 6/19/2009, customer report was confirmed. Blood was found inside balloon lumen and underneath balloon. Balloon was found to be ruptured in central area. Balloon was baggy at the site of rupture. Balloon protruded towards ruptured side. Unit is sent to accellent for further evaluation.